Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test and obtained a reading of 254 mg/dl while using the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, the customer performed three control tests and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour next one meter for evaluation. The suspected contour next test strips and contour next control solution were not returned for evaluation. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g46. All control readings obtained during in-house testing were within the acceptable range and properly marked as control readings in the meter's memory. Additionally, device history records were reviewed for the suspected contour next one meter and contour next test strips and no manufacturing anomalies were found.